Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown, model: 3660, scs ipg, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3. Reference MFR report#: 1627487-2020-03632; reference MFR report#: 3006705815-2020-01564. It was reported the patient began to receive ineffective therapy after experiencing a fall. In turn, the patient's scs system was explanted.